Manufacturer narrative:
G4: 29sep2020. B4: 30sep2020. Multiple attempts were made to obtain additional information on the event and repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
It was reported that the ventilator's screen went black. Reportedly, the unit was immediately removed from service and replaced with a different ventilator. The unit was in use, but there was no patient harm reported.